Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and nothing was found that could have caused or contributed to the reported event. The complaint was confirmed as user related. The instructions for use state the following: "the water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that the drip for the administration of propofol was leaking and this leaked all over the arctic gel pads which dissolved the hydrogel which affected the adhesion of the pads. As a result, therapy was interrupted and the pads were replaced with a new set of pads.